Manufacturer narrative:
The customer stated that the device will not be returned, and therefore an evaluation cannot be performed and no conclusions can be drawn. If any additional information is received, a follow-up will be sent. (B)(4).

Event description:
Reporter from (B)(4) reported that customer received the sterilization tray/case with some small scratches on it. The date of the event is unk. There was no additional information provided.